Event description:
The customer reported that the blood glucose device gave a higher than expected reading during a hypoglycemic event. The customer stated that she received a blood glucose result of 130 mg/dl at 1:15 pm on her compact plus system. The patient was experiencing low blood glucose symptoms and feeling dizzy. The customer reported the reading was within her normal range and she took 90 units of lantus. The customer had a routine doctor's appointment at 2:00pm and asked a friend to drive her to the appointment. Based on the customer's low blood glucose symptoms, she did not feel she could driver herself. Upon arrival at the doctor's office, at approximately 2:00 pm, the customer passed out. The doctor tested the customer's blood glucose and received a result of 30 mg/dl and called the emt's. The emt's treated the customer with a "glucose gel packet". At the hospital, the customer was given an unknown IV and a sandwich. The blood glucose results obtained at the hospital were not provided. The customer reported that she was not admitted into the hospital, and was released to go home by 6:00 pm. The lot number was not provided. Return of the suspect device was requested for evaluation.